Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient was asymptomatic prior to the procedure. It was noted that the left ventricular (lv) lead capture thresholds had increased, and the lv lead was suspected to have pulled back. A lv lead revision was performed. It was noted during the procedure that the patient was bleeding from their mouth and wheezing during inspiration. Puncture of the trachea while attempting to gain veinous access too deeply was suspected. The puncture could not be completely confirmed by imaging but was suspected at the time. The lv lead was extracted. The revision was halted and the patient was intubated. The patient was recovering in the intensive care unit.

Manufacturer narrative:
Section h6: 4581 - "appropriate term / code not available" for "possible but unconfirmed puncture of trachea during procedure."